Event description:
It was reported the patient experienced discomfort located at the ipg site. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the ipg pocket was moved to a new location. Reportedly, therapy was restored and issue resolved.